Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the user settings showed the insulin on board duration was enabled and set to 2 hours. The rewind, load, and prime steps were performed successfully. A 10 unit normal bolus was programmed and delivered during the investigation with the insulin on board turned on and set to 2 hours. After 2 hours, the insulin on board remained in the status screen and the in advanced bolus screens. The insulin on board issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.